Event description:
Customer reported that when using the bci bnp their mas controls are running high out of range. They were using the same lot and reagent pack last week and were passing ok using mas controls. Customer does not have exact results to provide at this time.

Manufacturer narrative:
This issue is being addressed under (B)(4). Investigation pending.